Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the footplate did not close. A cutdown surgery was performed to remove the device. Upon device removal, it was observed that the device was broken at the guide but still intact by the actuator wire. The tavr procedure was aborted. Tissue damage was observed at the access site. A covered stent was placed contralaterally from the left common femoral artery to achieve hemostasis which also repaired the tissue. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open and close could not be confirmed due to device condition. The entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears and subsequent treatments to be related to circumstances of the procedure. It is likely the guide broke during insertion or positioning. The observed bent needle indicates a needle strike likely induced because the foot was misaligned. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.